Event description:
Caller reported a malfunction on the pump with no notable events occurring prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur afterward. Caller was informed to call back if any malfunction code recurs, and acknowledged the instructions.